Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. The unit passed all performance and safety index texts specified by the factory. The iabp was cleared for clinical use. Failure analysis and testing (fat) department wayne, nj the failure analysis and testing department received the following part associated with this complaint: sn: (B)(6) power management board. This part was received with a reported unit failure message of unable to power on. The failure analysis and testing dept. Performed a visual inspection and found the c13 component on back of the board was burnt. Please see attached picture. This may cause the failure of unable to power on. Due to burnt component, the fat dept. Cannot be able to install this board into the cardiosave test fixture for investigation. This may harm cardiosave test fixture. Retaining this board in the fat dept. Per procedure (B)(4) rev au. Due to burnt component this board is not going to supplier for further investigation per procedure (B)(4) rev au. Root cause ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Manufacturer narrative:
Due to character restriction in e1 e1 event site full address is no. (B)(6). A supplemental report will be submitted after completion of investigation.

Event description:
It was reported that before use cardiosave intra -aortic ballon pump cannot be turned on, it has not been used on patients, and no personal injury has occurred.